Event description:
The user facility reported that during a laproscopic cholecystectomy, the cord sparked and then there were flames. There was no injury to the pt or staff. The staff took another cord off the shelf for use. The problem did not occur at the connection between the cord and the bovie, but at the hosel.